Manufacturer narrative:
The glidescope core smart cable, a glidescope core 10-inch monitor and a glidescope video baton 2.0 large were returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and confirmed the "no image" issue. When the core smart cable was connected to known, good, test equipment, the customer's smart cable failed to be recognized. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to cable failure. Since no repair is available for the glidescope core smart cable, the customer's core smart cable was scrapped and a replacement was sent to the customer. The technical service representative evaluated the returned glidescope core 10-inch monitor and no issues were found. The camera image quality test was performed and passed. The customer's core 10-inch monitor was returned to the customer. The technical service representative evaluated the returned glidescope video baton 2.0 large and found the video baton 2.0's shell delaminated. The camera image quality test was performed and passed. Since no repair is available for the glidescope video baton 2.0 large, the customer's video baton 2.0 was scrapped and a replacement sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the connection with the glidescope video baton 2.0 large appeared loose and the image went out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.